Event description:
It was reported that the patient was experiencing some leakage by using purewick female external catheter. Patient also experienced some irritation on pubic bone and had three little bumps. Patient stated that they have not spoken with a doctor but they have used neosporin for the irritation. It was noted that the patient had been using purewick products for less than 90 days. Per follow up via phone on 13dec2021, customer stated that the irritation turned into a yeast infection that was being treated by a doctor with prescription drugs and did not provide names of medication. Customer would put towels under tubes so they would not touch the patient. The purewick catheter was leaking due to patient not being able to hold the catheter in place due to knee pain causing them to keep right leg bent and left leg amputated.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "operator error-incorrect parameters on equipment. Amount of material not verified before cut. Equipment error- inconsistent parameter". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Experiencing skin irritation or breakdown at the site. Do not use barrier cream on the perineum when using the purewicktm female external catheter. Barrier cream may impede suction. It also states "recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Change suction tubing per hospital protocol or at least every thirty (30) days". It also states "peri-care and placement: with soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned."